Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received at the manufacturing site for investigation. Visual inspection with the unaided eye shows that the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported issue could not be verified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specifications. Historical data analysis: a search in complaint history was performed which revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150, 24.5 diopter intraocular lens (iol) was explanted from the patient's right eye (od) due to refractive error since the wrong lens was chosen by the doctor. There was no incision enlargement, no vitrectomy, and no sutures done. The patient is doing well post-explant. A replacement lens of the same model but different diopter (22.5 diopter) was used. No other information was provided.